Event description:
Staff was placing resident on shower chain when toilet seat came loose and fell down causing resident to slip down in jack knite position and crack pt ribs.

Manufacturer narrative:
(B)(6).